Event description:
Dexcom is aware they have sensors patients are using that should have been destroyed. My patient is now hospitalized going on 15 days due to the sensor. The family members stated dexcom would not tell them all the sensors that are affected and wants them to provide the information. This is unethical behaviour of a medical device company and should be held accountable. Healthcare providers should have access to a list of all the sensors. I contacted the pump company and they also told me dexcom would not share the information with them.